Event description:
Complainant alleged that during biomed testing, the device did not discharge intermittently with paddles attached. Complainant indicated that there was no patient involvement in the reported malfunction.